Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: there are no ¿pump not primed¿ warnings or ¿cartridge detected¿ warnings observed in the black box. Prime history shows both large and small prime volumes. The daily insulin delivery totals appear inconsistent due to time/date issue. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. A cartridge with 100 units was correctly loaded into the pump. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. The pump was opened and no damage was found to the force sensor circuit. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump is taking large amounts of insulin to prime and that their blood glucose (bg) went to 31.1 mmol/l with moderate vomiting and felt that she is not getting any insulin from the pump. The alleged malfunction is not likely to cause an adverse event. The pump is able to prime successfully and the issue does not affect insulin delivery function. The issue is generally obvious and detectable by the user. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the prime / rewind sequence. This report is being made due to the hyperglycemic event the patient experienced.